Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a device notification. The device exhibited post-paced t-wave oversensing. The device was reprogrammed and remained implanted.